Event description:
Covidien (B)(4) ra/qa reports, a (B)(6) male patient received an intravenous injection of 50ml of optiray 320 for abdominal CT for an unk indication. His medical history and concomitant medication is not provided. During the injection, an unk amount of the optiray extravasated. Fifteen minutes post injection, the patient experienced inflammation of the arm. Patient was treated with cold on the injection site where extravasation was produced and he was completely recovered. On (B)(6): during f/u, doctor commented that extravasation was due to a wrong way to insert the needle into the arm by the nurse, the injector was not involved in this failure.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.